Manufacturer narrative:
. A review of the manufacturing records showed that the production order was manufactured according to specifications. Based on the manufacturing record review, no deviation or assignable cause was identified. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. The intraocular lens (iol) was returned to our manufacturing site for investigation. The returned sample was inspected at 10x microscope magnification and the visual inspection revealed that the lens was received with surface residuals adhered to the optic body compatible with handling the lens. One distorted haptic was found in the returned sample. The lens condition was consistent with a lens that had been explanted. Placeholder.

Event description:
We received a report that during the implantation of an intraocular lens (iol) the physician determined that the patient's zonules were too weak to hold the iol. The incision was enlarged to remove the lens and it was replaced with a different lens. The reporter indicated that there was no issue attributed to the quality of the lens.

Manufacturer narrative:
(B)(4) - enlarged incision. Placeholder.